Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak at an unspecified location which led to the alarm. Renal therapy services (rts) assisted the caregiver in ending therapy and the caregiver would restart therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.